Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to open the fridge. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the refrigerator was unable to open. A field service engineer (fse) had determined that the remote manager was the culprit and successfully recovered the art test icon. During the hardware test application (hta) self test, the fse found a sensor failure. Fse tightened the electrical connectors in the remote manager and resecured them, adjusted the latch in the control pcb, and then retested the system, which passed the hta self-test. The system functioned as intended after the field service engineer repaired the device.